Event description:
It was reported, the patient experienced a ¿loss of therapeutic effect¿ and that ¿it was working and then it was not¿ starting three days prior to report. It was noted, the patient had fallen at some point during the three days prior to report, however, specific details were unavailable at the time of report. It was stated, the patient was to meet with their health care provider (hcp) the day after report. Additional information reported, the patient¿s implantable neurostimulator (ins) was interrogated during their appointment with the hcp. Impedance testing revealed ¿no abnormalities¿ and the overall interrogation found ¿no malfunctions.¿ it was noted, the patient¿s physician did ¿make some minor programming changes to the voltage, pulse width, and rate¿ during the appointment. It was stated, the patient¿s ¿feeling of loss of therapeutic effect was transient¿ and that the patient ¿felt better¿ four days after the initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3389s-40, lot# v556379, implanted: 2011 (B)(6); product type lead product ID 3389s-40, lot# v556379, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(6).